Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient experienced recurring incontinence due to tissue atrophy under the cuff. Removed and replaced the cuff with smaller cuff. Patient did well and was good after procedure. Cysto showed good collapsed urethra after placement. Patient tolerated procedure well.